Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: osteoporosis procedure performed: kyphoplasty intra op, after the successful placement of the ibt in the vertebral body (l3) the surgeon tried to inflate the balloon. He didn't get any pressure because the balloon leaked on the distal side and hence the balloon could not inflate. As surgeon saw a small amount of contrast medium he stopped immediately. He set up a new balloon and completed the procedure successfully. For the set up of the new balloon he got a delay about five minutes. He used every time a bone filler to get a smooth trabecular bone surrounding area for the balloons. There were no complications to the patient as a result of this event.